Event description:
A malfunction alarm was reported with malfunction code 24. There was no adverse impact to the customer's blood glucose level. Customer was advised by technical support to use a pump with updated software, which would be sent as a replacement. The customer understood the instructions for storing the current pump and returning it using the pre-paid label within 10 days. No backup therapy was available, and the customer planned to contact their healthcare provider.